Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the fill estimate was inaccurate. Reportedly, customer experienced a ¿static number¿ and continued to use the existing cartridge for insulin therapy. There was no adverse impact to the customer¿s blood glucose level due to this reported issue.